Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported over the phone that her insulin pump had a vibrate anomaly as well as audio anomaly. Customer also reports that the device did not notify her of a battery issue. The customer's blood glucose was 8 mmol/l at the time of the call. Customer did not troubleshoot issue. The device will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed self test and displacement test. Audio tone/beep and vibrator functioned properly. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.